Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Event description:
Additional information received indicates that effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.